Manufacturer narrative:
The device was received for evaluation. During functional testing, "speaker inoperable" was reproduced. A review of the event history log revealed "system error 616 - speaker failure" messages. . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed speaker. The rear case requires replacement to address this issue. Ec616 only occurs during the initial power-up sequence of the pump and never during pumping/infusion. It will only be resolved after the pump is serviced and thus, the user would be unable to initiate an infusion. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump speaker is inoperable. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.